Event description:
A patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2022 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2022 presented with escherichia coli and pseudomonas (species unknown) in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to a break in aseptic technique by a patient contact during ccpd on the liberty select cycler at home. It was discovered the patient¿s wife assists the patient with daily pd therapy and does not wash her hands prior to setup or handling pd supplies. The patient was prescribed intravenous antibiotics (unknown type, dose and frequency) during this hospitalization. Due to the severity of the infection, the patient¿s pd catheter was removed during this admission and a central vascular catheter was placed in favor of hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient was discharged to home on (B)(6) 2022 and has recovered from this event while remaining asymptomatic. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post-discharge with no plan to return to pd therapy.

Event description:
A patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2022 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2022 presented with escherichia coli and pseudomonas (species unknown) in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to a break in aseptic technique by a patient contact during ccpd on the liberty select cycler at home. It was discovered the patient¿s wife assists the patient with daily pd therapy and does not wash her hands prior to setup or handling pd supplies. The patient was prescribed intravenous antibiotics (unknown type, dose and frequency) during this hospitalization. Due to the severity of the infection, the patient¿s pd catheter was removed during this admission and a central vascular catheter was placed in favor of hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient was discharged to home on (B)(6) 2022 and has recovered from this event while remaining asymptomatic. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post-discharge with no plan to return to pd therapy.